Event description:
A report was received that the patient's ipg keeps resetting. A database analysis of the patient's ipg confirmed that the device keeps resetting. The physician has recommended that the patient's ipg be replaced.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The device exhibits normal device characteristics.

Manufacturer narrative:
Additional information was received that the patient does not want to undergo any procedure at this time. No further course of action will be taken. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient's ipg keeps resetting. A database analysis of the patient's ipg confirmed that the device keeps resetting. The physician has recommended that the patient's ipg be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement surgery. The patient is doing well following the revision.

Event description:
A report was received that the patient's ipg keeps resetting. A database analysis of the patient's ipg confirmed that the device keeps resetting. The physician has recommended that the patient's ipg be replaced.

Event description:
A report was received that the pt's ipg keeps resetting. A database analysis of the pt's ipg confirmed that the device keeps resetting. The physician has recommended that the pt's ipg be replaced.